Event description:
Philips received a report that a patient allegedly suffered hearing issues after undergoing an examination using the head-neck coil.

Manufacturer narrative:
It was alleged that a patient suffered hearing issues as a result of the MRI examination using the head-neck coil. Despite several requests no additional patient related information was provided to us. It was reported that because of size restrictions headphones were not provided to the patient but instead air-pads were used for sound protection. Also, no earplugs were provided to the patient. System testing was conducted by the local engineer and no abnormalities were found. Conclusion: it is known that the acoustic noise level of an mr system may be high enough to cause discomfort or result in temporary or even permanent loss of hearing when no adequate hearing protection is applied. The acoustic noise level of an mr system can also be one of the precipitating factors for the onset of hearing damage. Adequate hearing protection is necessary when undergoing an MRI scan by using headphones and/or earplugs. Hearing damage can be temporary or permanent. In this case, no additional information was provided on the long term outcome of the hearing issues. This incident is considered a use error by not providing adequate hearing protection to the patient.